Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 210 mg/dl at the time of incident. The user alleged the insulin pump was under delivering insulin as it was not giving correct units of insulin. Customer¿s other relevant blood glucose levels were above 200 mg/dl and 196 mg/dl. Customer performed self test and it was passed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08740 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. (B)(4).